Event description:
Report received indicated the pt experienced a red peristomal rash underneath the entire mass. Pt experienced this condition for an unk period prior to complaint receipt. Pt outcome was not noted.

Manufacturer narrative:
The lot number could not be obtained, therefore, a review of the batch record and retain eval could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this icc code. There is no indication of complaint trend based on this review.